Manufacturer narrative:
This report is filed on september 15, 2016.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, subsequently the device was explanted on (B)(6) 2016. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report september 15, 2016.

Manufacturer narrative:
This report is submitted june 01, 2017.